Event description:
It was reported that the tip of the catheter (balloon and markings) came off in the patient's vasculature during surgery. The procedure involved a graft in the upper arm and an x-ray demonstrated that the balloon ended up in the patient's ulnar artery. The doctor tried to snare the balloon but was unsuccessful. No injury was reported; however, the patient was sent to a vascular surgeon. As reported, the catheter was pulled unusually hard and the balloon was inflated with 3ccs of fluid/contrast (approximately 3 times the recommended volume).

Manufacturer narrative:
One thru-lumen catheter was returned without the packaging for evaluation. There was no balloon latex, windings or bushings on the catheter tip. Examination revealed that the proximal and distal windings, balloon latex, and both proximal and distal bushings were missing from the catheter tip; these were not returned. There was also 3mm of the catheter tip missing, which appeared to have been torn off when the bushings were dislodged and pulled off the catheter. This condition may occur when the pull force of 2.0 lbs (per IFU) has been exceeded. The catheter body was found in good condition, although the tip area under where the balloon would be located appeared stretched. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that device handling and procedural factors may have contributed to the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.